Event description:
In (B)(6) 2009, a monarc sling was implanted. It was reported that within months of implant, the pt experienced "complications," from the device with "additional medical treatment and/or surgical intervention." It was also alleged that the pt experienced, "erosion, hardening, chronic pain, worsening urination," and "mental anguish" and required surgery and continued healthcare services.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.